Event description:
It was reported by the product specialist on behalf of the hospital that when opening the box, the end user found that two pieces (2 pcs) of dressings had incomplete seals, which had caused the items to be exposed to outside air and making them non-sterile. It was further clarified that there had been no tearing mark to open the envelope, the edge of the package had remained straight and evenly aligned, and the size had been the same as the seal dressing. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 1 of 2. E1: complainant country: thailand. Name of hospital: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1000317571. Third party manufacturing site: 3007648359.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d8: was this device ever service by a third party? D9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H3: device evaluated by manufacturer? Has been selected as yes. H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause. H11: investigation summary: investigation findings: the affected pouches were returned to brightwake, and an investigation confirmed they had not been sealed properly. The error was not caught during packing, and two employees responsible for this stage no longer work at the company. Human error was determined as the root cause, with the process not correctly followed. No similar previous occurrences were found, and no additional risk to other batches was identified. Actions taken: the affected items were quarantined at the factory. A reminder email was sent on march 12, 2025, to all supervisors to reinforce process diligence. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.